Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, dense adhesions and pain. Treatment provided for these conditions include removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, mesh migration, mesh erosion, abdominal pain, scar tissue, old mesh covered with dense fibrous connective tissue, dense adhesions, and pain. Post-operative patient treatment provided for these conditions include revision and removal surgery. The product was used with an unknown absorbable tacker.